Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had poor communication on their programmer. Troubleshooting did not resolve the issue. The patient was redirected to their healthcare provider to have their device checked. The patient reported they had been urinating themselves at night badly for a couple months. The patient noted that some nights were worse than others and it did not happen every night, but they could not ¿hold it or nothing¿. It was noted that the change in symptoms was sudden. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the consumer determined the cause of the sudden symptom change and poor communication was that the battery needed to be replaced. The patient indicated that they would be having the battery replaced after a few tests were done. There were no further complication reported or anticipated.

Manufacturer narrative:
Updated patient weight. If information is provided in the future, a supplemental report will be issued.